Manufacturer narrative:
UDI not available for this system at time of filing. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for an electrode and probe placement procedure. It was reported that the surgeon had imprecision in a posterior direction, of ~7mm. The site used an imaging system for registration and performed the first registration, non-sterile. They marked the skin and made a burr hole based on a pre-planned trajectory. They performed a second sterile registration with imaging system. When making sterile alignment with pre-drilled burr hole, they noticed they were ~7mm off target in a posterior direction. Site proceeded to re-set the entry and continue. When the case was completed, a confirmation spin was taken and they noticed that the lead appeared to be parallel to the plan. It was off by 3mm at the top and 2mm at the bottom. There was no reported impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue. Additional information received noted that the site did not observe any tremor during the scan. The imaging system had a slight tilt when taking the image, but was within specifications.

Manufacturer narrative:
Correction: UDI and device manufacturing date provided.

Manufacturer narrative:
The images from the procedure were reviewed by medtronic personnel. It was reported that a nexframe was present in the image.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.